Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that they don't know what happened; was gone for about an hour and when she came in she found the customer. The cause of death was myocardial infarction, coronary disease with diabetes mellitus on insulin. The customer had foot amputation a year before passing and was homebound and sick for two years. The customer had heart disease, heart issues, has had kidney stones, was a brittle diabetic; some days his blood glucose would drop low and some days it would go high. The customer had mini strokes in the past couple of years. The customer had an infection with his foot when it was amputated. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer's insulin pump has been given to the customer's health care provider.